Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. (B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy, during the sixth fire of the device, the surgeon pushed the green button and pushed the blue toggle to fire the device; however, the device did not work. The jaws were opened and another attempt was made, and then the device worked. There was no injury or adverse event reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.